Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, two (2) photographs and one (1) video of the sample were provided for evaluation. The returned photographs and video were reviewed, and a deformed patient adapter was observed. The reported condition was verified. The cause of the condition was related to manufacturing during the molding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue between the patient connector and adapter. The nurse further reported that " they cannot connect the catheter connector with the patient¿s catheter and the white plastic from the catheter connector was broken". This occurred during set up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.